Manufacturer narrative:
.

Event description:
Reportedly, the patient has been admitted to the hospital for a reason not related to the pacing system. External defibrillation was applied to the patient because of ventricular fibrillation. After defibrillation, it was not possible to interrogate this pacemaker. Since battery impedance at previous follow-up held on (B)(6) 2015 was 2.2k ohms, as a reason of interrogation failure, the damage of the pacemaker by direct current shock was suspected, not the battery consumption. A re-intervention occurred to change the pacemaker. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, the patient has been admitted to the hospital for a reason not related to the pacing system. External defibrillation was applied to the patient because of ventricular fibrillation. After defibrillation, it was not possible to interrogate this pacemaker. Since battery impedance at previous follow-up held on may 2015 was 2.2k ohms, as a reason of interrogation failure, the damage of the pacemaker by direct current shock was suspected, not the battery consumption. A re-intervention occurred to change to pacemaker. The subject pacemaker will be returned for analysis.